Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was unresponsive to brand new batteries and they had to try 2-3 new batteries. Customer stated that they received insulin flow blocked alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with a cracked battery tube threads, a scratched case, a stained keypad overlay, a cracked case-corner of belt clip rails near the battery compartment and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08805 inches. No unexpected occlusions or insulin flow blocked alarm during testing noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No failed battery test or battery failed alert, unexpected battery power loss or replace battery alert or replace battery now alarm noted during testing or in the device trace download. (B)(4).